Event description:
Caller alleged inaccuracy with inratio. Results as follows: date 2007, inratio 1.4, lab 8.0 (4 hrs later). Due to the fact the pt was admitted to the hosp, this qualifies as an adverse event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 1.4, lab 8.0 (4 hrs later), mean 4.7, confidence limit 2.6 - 6.9. Per tr 0150, for a valid reading comparison, the testing time interval should be performed 3 hrs or less. The lab reading tested 4 hours later, after the inratio reading. Therefore, further testing is not required at this time. However, due to the fact the pt was admitted to the hosp, this qualifies as an adverse event. Product will be investigated when returned.